Event description:
Boston scientific received information that this patient had undergone an av fistula on the same side as the device which resulted in a large amount of swelling in the left arm. The cardiologist believes that during the peripheral angioplasty he fractured the left ventricular (lv) lead when he was doing the procedure in the subclavian vein. Elevated threshold measurements were noted following the procedure. A review of the optical cd of the angioplasty procedure was reviewed and be believes the lead is fractured as it looks to be electrically discontinuous despite good lead measurements.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A boston scientific technical services consultant instructed the caller to perform isometrics and pocket manipulations which was unremarkable for noise. The caller stated that the patient will be monitored closely via latitude and they will bring the patient in at a future date to re-evaluate the lead. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Additional information was obtained that the patient had expired four months later. There was no allegation linking the patient death to the lv lead damage that occurred during the previous peripheral angioplasty.